Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with unknown blood glucose levels at the time of the incident. The customer stated they believe the insulin pump was over delivering, but they were not eating. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer reported a blank display during a flight. Troubleshooting was not completed . The insulin pump will not be returned for analysis. Unomed set.